Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor resets) has been confirmed. As received, the monitor was experiencing resets on boot up. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the c/a board. The root cause for the flash memory failure could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor resets during boot up.